Event description:
Philips received a complaint from customer biomed reporting a blower stall error on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed diagnostic code 1134 (blower stalled) in the device event log. The customer requested bench repair. Investigation is ongoing.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse determined blower replacement was required. The pse replaced the blower assembly once customer approval was received. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
The removed blower was returned to the product investigation lab (pil) for analysis. The pil technician installed the blower into a pil v60 standard test bed (stb) for testing. The pil technician verified the blower resulted in failures after testing the blower. The faulty blower is due to the delamination of the blower windings from the shaft from centrifugal force and eventual shorting of the windings to the bearing and shaft of the blower. The following failures were verified: 1. Rotor rotation contains a significant amount of mechanical resistance when spun by hand. 2. Blower operates with significant vibration and noise when operated on the stb. 3. Phases are shorted to the bearing and the case verifying that the windings became delaminated during operation and the windings are now shorted to the shaft and bearing of the blower. The windings are wrapped into the shaft and the bearing. Note: the pil technician attempted to operate the blower on the stb under the settings noted in step 2 of this evaluation but due to the damaged windings of the blower being shorted to the shaft and bearing of the blower the blower operated with excess noise and vibration. In order to reduce any damage to the stb the pil tech rapidly removed power from the stb.